Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 15 while using the device updater to update the pump. Reportedly, the customer was unable to continue the update process and is unable to use the pump. The customer experienced an elevated blood glucose (bg) level of 260 mg/dl with slight ketones. The customer administered manual injections to stabilize impacted bg level and was able to flush ketones rapidly with an increased intake of fluids. It was confirmed that the customer had a backup method of insulin delivery available.